Event description:
Dr was at the beginning of a turp procedure and had just inserted the sheath in the pt, when the ceramic beak broke off in one complete piece. He immediately retrieved piece, replaced instrument and completed procedure with no adverse effect to pt.